Event description:
Boston scientific received information that during a routine follow-up, this patient¿s device and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture, high thresholds, and oversensing of noise was also observed. There was no pacing inhibition or asystole associated with these observations. Surgical intervention was performed and the rv lead and device were disconnected and reconnected. Afterwards, impedances and thresholds went back to normal and no noise was present. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.